Event description:
It was reported that the insertable cardiac monitor (icm) device had come out from the surgical incision. Due to this reason, the patient underwent a surgical procedure to get a new icm device implanted as replacement. No additional adverse patient effects were reported. The first icm device will not be returned since it was discarded by the patient.